Event description:
It was reported that noise was experienced on the ls pro. During a cryoablation procedure it was noted that there was noise on the ls pro. It was determined the issue was related to a defective electrocardiogram (ECG) patch. It is unknown if this was a bsc device. The patch was replaced, and the procedure was completed successfully. There is no report of patient harm. No further information was provided. It is unknown if the device will be returned for analysis. On september 20th new information was obtained confirming the malfunctioned device (ECG patch) was a non-bsc device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).